Event description:
It was reported that a pt underwent a sling procedure in 2008. About 4 days later, after the catheter was removed, the pt experienced pain, urinary retention, and dysuria. At about approximately 8 days later, the pt returned to surgery and three quarters of the mesh was removed. An obturator sling procedure was then successfully performed. The surgeon opines that the mesh did not attach on one side and that it had migrated to the bladder junction, and there was lack of adherence to the original fixation point. The pt was discharged from the hosp and doing well, and will have a catheter bag until about 3 days later.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is received, any further info derived from the eval will be submitted in a supplemental 3500a form.